Manufacturer narrative:
The device eval has not yet been completed. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the customer received a temperature alarm while sleeping. The customer's blood glucose level was 222 mg/dl. The customer was unable to clear the alarm and will temporarily revert to a backup pump to manage diabetes.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.